Event description:
It was reported the electrosurgical, cutting & coagulation & accessories device had an error 400 ref 26 (check irrigation/ electrode). The issue occurred during the maintenance of the device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection. There was no troubleshooting as the customer solved the problem on their own. A review of the device history record was completed and there were no deviations in the manufacturing process which led to the reported failure. A definitive root cause could not be determined as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.